Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the defect and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the ng tube's fixator detached when they attempted to remove the guide once the probe was installed. It caused the guide to stay in situ without the possibility of withdrawal. The probe should be cut to remove the guide and allow its use. The installation was complex since it requires serial rx controls for its patient posture severely connected to mechanical ventilation and the force applied for withdrawal was minimal. There was no patient injury.